Event description:
This lead was explanted and replaced due to high impedances and high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found on the lead. The inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Based on the characteristics of the damage it is reasonable to assume that it resulted from tensile forces applied during the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high impedances and thresholds. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.